Event description:
Meter was reading inaccurately. No results obtained on the meter were provided. No treatment provided to the pt was specified. The pt receives test strips from a "free clinic". Pt did not know the name of the clinic. The expiration date is smeared on the test strip vial. The customer care rep (ccr) discovered that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct units of measurement. The pt had not recently changed the units of measurement in the meter settings. There is insufficient info to indicate that the pt experienced injury. There is an indication that the meter malfunctioned by spontaneously changing unit of measurement. The event meets the criteria for a medical device reportable as a product malfunction. The meter and test strips were replaced. The ccr also advised the pt to seek another source for test strips supply.